Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported suspected thrombus and elevated lactate dehydrogenase as well as a direct correlation to the heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined. Multiple attempts to gather additional information were attempted; however, none was provided. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2016. The heartmate ii lvas instructions for use (IFU) list pump thrombosis and hemolysis as adverse events that may be associated with the heartmate ii left ventricular assist system. This IFU provides information regarding the recommended anticoagulation therapy and international normalized ratio range, as well as the suggested anticoagulation modifications. This document also outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a suspected pump thrombus with an elevated lactate dehydrogenase level in (B)(6) of 2017.